Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by -9.9% . There was no patient involved.

Manufacturer narrative:
Additional information received that the event occurred during testing on (B)(6) 2019.

Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in used condition. There was no physical damage on the pump. The reported product problem was not found in the event history log. The reported problem regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device.